Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that the implantable cardiac monitor was unable to interrogate. Several attempts were made to interrogate the device, but each attempt was unsuccessful. The physician decided to continue to monitor the patient. The patient was in stable condition.